Event description:
Boston scientific received information that during defibrillation thresholds testing for this cardiac resynchronization therapy defibrillator (crt-d) after the implant of a sub q array, a commanded shock impedance test displayed shock impedance measurements of 24 ohms. However, during the delivery of two shocks during testing, impedances of less than 20 ohms were detected. The patient was successfully defibrillated during both tests. No remedial action has yet been taken, and daily impedance measurements will be monitored in the near future. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.